Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvad, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The account communicated that the patient was admitted on (B)(6) 2018 for anemia. An esophagogastroduodenoscopy (egd) was negative for gi bleeding, but the patient ultimately admitted to epistaxis. Enterology was consulted and visualized anterior bleeding vessels. Two units of packed red blood cells (prbcs) were administered and changes to the patient's medications were made. The event reportedly resolved by (B)(6) 2018 and the patient was discharged at that time. The patient remains ongoing on (B)(6); the device is not available for investigation. The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Information regarding the recommended anticoagulation therapy and inr range can also be found within this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient presented with anemia overnight on (B)(6) 2018. The patient¿s hemoglobin decreased from 8 g/dl to 6.8 g/dl. One unit of packed red blood cells (prbc) was administered and the patient was transferred back to hospital for further evaluation. While hospitalized, the patient underwent a thorough workup for blood loss including lvad echocardiogram and CT of the abdomen and pelvis, with all testing negative for bleeding. An upper endoscopy was performed 07may2018 and no lesions were identified. Ultimately subject admitted to epistaxis at transitional care unit and ear, nose and throat (ent) was consulted and visualized anterior bleeding vessels but not overt posterior bleeding in nares was present. Two units of prbcs were administered during hospitalization and the patient was discharged 07may2018.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 12 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had a major bleeding event. The patient was admitted to the hospital for anemia and was found to most likely be due to self resolving epistaxis. Egd was negative for gastrointestinal bleeds. The patient was transfused with packed red blood cells and changes to medication were made. The unit quantity of blood the patient was transfused with was not reported.